Event description:
It was reported to physio-control that the customer's device showed the service wrench icon in the readiness display. Upon evaluation of the device, physio-control observed from the downloaded device data that the internal hybrid layer capacitor (hlc) batteries had been at zero (0) for a period of time which may have damaged the internal hlc batteries. This could inhibit the device's ability to provide defibrillation therapy, if necessary. There was no patient use associated with the reported event.

Manufacturer narrative:
Mfg date: 08/11/2010.

Manufacturer narrative:
Physio-control further evaluated the device and verified the reported failure. It was observed that the device's analog pcb assembly caused the internal hlc batteries to deplete. Physio-control further evaluated the analog pcb assembly and determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. This filter being electrically leaky caused the internal hlc batteries to deplete. This is related to a voluntary field corrective action (corrections and removals number 3015876-02/08/2013-001c). A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.